Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation . Clarifications to d1: device information: left(16864960) and right(16778527) sn were provided however affected side in unknown.

Event description:
Healthcare professional reported unknown side deflation. The device status is unknown.